Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad was unresponsive. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. Customer stated that the crack battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.